Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that nexiva tubing had a hole. "Reported that there was a hole in the middle of the extension set." Patient harm/outcome: "none reported". Additional information 4/20/2026: was the reported hole in the tubing discovered when the package was opened, before the IV insertion attempt? Was the reported hole in the tubing discovered after IV insertion attempt? Answer: "it was reported after insertion".

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of tubing defective / damaged with lot 4276212 regarding item 383558. DHR from related record no related quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.